Event description:
It was reported that a patient underwent an acl reconstruction procedure on (B)(6), 2011. During the procedure, the surgeon attempted to use a toggleloc device and the toggle would not flip. An additional incision was made to try and flip the toggle manually, without success. The toogleloc was removed and the surgeon completed the procedure without a significant delay in the procedure.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6) 2012 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report attached are for the same patient, part number and event.

Manufacturer narrative:
The user facility was notified of the event on (B)(6), 2012. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Insert states: improper positioning or placement of the device can contribute to a subsequent undesirable result. Examination of returned device found no evidence of product non-conformances.